Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported , that on (B)(6) 2023, during preventive maintenance, hamilton-t1 (sn (B)(6)) failed o2 input test. Flow sensor o2 qo2 measures low 02 flow. There is no physical access to the ventilator and as such are no access to any of the event logs. Hamilton medical has requested the logs from the customer without been able to getting them. According to preliminary analysis, potential root causes could be related to: - hpo pressure out of range - o2 mixer (prop.valve/connector) - qo2 sensor / cable - rare: driver board with the driver stage for the o2 prop.valve as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. The following correction may be considered: - check hpo pressure - replace mixer assembly - if failure remain replace the driver board.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11

Event description:
The following has been reported to hamilton medical ag on 12 march 2024. It was reported, that on december 15th 2023, during preventive maintenance, hamilton-t1 (sn (B)(6)) failed o2 input test. Flow sensor o2 qo2 measures low 02 flow. There is no physical access to the ventilator and as such are no access to any of the event logs. Hamilton medical has requested the logs from the customer without been able to getting them. According to preliminary analysis, potential root causes could be related to: - hpo pressure out of range - o2 mixer (prop.valve/connector) - qo2 sensor / cable - rare: driver board with the driver stage for the o2 prop.valve as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. The following correction may be considered: - check hpo pressure - replace mixer assembly - if failure remain replace the driver board.